Manufacturer narrative:
(B)(4): analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported that the patient experienced a loss of therapeutic effect. Irregular impedances were also measured. The neurostimulator and lead were explanted and replaced. It was noted that during explant there was some difficulty removing the lead from the neurostimulator and the lead broke while attempting to remove it. The patient incurred no injury and recovered without sequela.